Event description:
It was reported by the mother that the rear wheel broke off while her son was riding slowly on the trike. They took him to the emergency room but said he is all right. To our knowledge he was not admitted to the hospital.

Manufacturer narrative:
The tricycle was not maintained according to MFR's recommendations. Continued use of the device without maintaining it caused excessive wear. The product manual instructions say: "periodically inspect for cracks, breaks, loose or missing parts, and/or malfunctions. Remove the product from service when any condition develops that might make operation unsafe."